Event description:
It was reported by service report that the fowler would not go down completely and the power inlet was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler doigt finger. Power inlet filter.